Event description:
A customer reported that the knife did not cut during two different surgeries. The knives were exchanged and the procedure was completed with no harm to the pts.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record was review, the root cause for the select experienced by the customer cannot be determined. Some potential causes are improper handling, or contact with another instrument. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).